Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with cgm readings at the high range and time in range at 0%, after switching infusion sets from a steel needle set to a teflon cannula set without receiving insertion guidance; this was managed through troubleshooting and education focused on infusion set deployment and connector attachment for the infusion set and cartridge. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect insertion technique involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.